Event description:
It was reported that there was a stop of ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The ventilator software was found to be an old version and was upgraded to the latest version. No investigation has been possible, therefore the root cause of the reported stop of ventilation has not been determined.